Manufacturer narrative:
DHR review: the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Manufacturer's investigation conclusion: the report of damage to the outer jacket of the patient's driveline could not be confirmed through this evaluation because the device remains in use and no photographs of the external portion of the driveline were submitted for review. A distal end driveline replacement has not been performed to date and the patient remains ongoing on vad support. The complaint file will be closed accordingly. Should the product become available and be returned for analysis at a later date, it will be evaluated and this file may be updated. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU): section 6 "patient care and management" (under "pump performance monitoring") outlines how to care for the driveline and also addresses damage due to wear and fatigue of the driveline. Section 6 (under "caring for the driveline") instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Counsel patients to inform you immediately if they find signs of driveline damage. Heartmate ii lvas patient handbook: section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the outer white silicone jacket of the driveline was completely torn. The jacket was replaced with rescue tape but the patient needed a driveline repair. A driveline repair was to be scheduled once the covid 19-related travel restrictions were loosened.